Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargements.

Event description:
The following information was reported to gore: on (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 48 mm with gore® excluder® aaa endoprosthesis. On an unknown date approximately one month following the procedure, a type ii endoleak was discovered. On (B)(6) 2014 the aneurysm measured 46 mm. On (B)(6) 2015 the aneurysm measured 44 mm. On (B)(6) 2016 the aneurysm measured 51 mm. On (B)(6) 2016 the patient underwent embolization for the ongoing endoleak identified at the one month visit. On (B)(6) 2016 the aneurysm measured 44 mm. On (B)(6) 2017 the aneurysm measured 43 mm.